Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment on a severely stenosed bare metal stent in the renal artery with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Reportedly, the renal artery was severely calcified (the lumen measured 4.6 in diameter) and was a steep angle along with the previously flared bare metal stent into aorta made reentry difficult. The physician gained access from the right femoral artery with a 7fr pinnacle introducer sheath, over an 0.035" rosen wire. When the physician had renal access and were ready to advance the stent into the renal from below, the sheath came back, and the stent came out of the sheath while trying to get into the vessel. When the sheath came back, the physician attempted to pull back the vbx device into the sheath in order to better park the 7fr sheath. This is when he realized the stent had come off. The physician gained access from the other femoral artery with an 8fr sheath and used an en snare device to capture the stent and pull into sheath to remove the device from the patient. The procedure was successfully completed with a new vbx device.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release manufacturing specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. As reported, a vbx device endoprosthesis became dislodged as the device was attempted to be withdrawn back into the sheath after the endoprosthesis had been fully introduced. Per the vbx device instructions for use (IFU), withdrawing the device back into the introducer sheath can cause dislocation and/or damage to the endoprosthesis. The cause of the reported endoprosthesis dislodgement is consistent with the reasonably foreseeable misuse of the user attempting to withdraw a fully introduced device back through the introducer sheath. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.